Manufacturer narrative:
(B)94). Patient connection to a line that was not fully primed is a known cause for the reported event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line during dwell one of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) reported that the patient line had not been properly primed before they connected. The patient felt shoulder pain. The technical services representative reviewed proper procedures with the patient and assisted to end the therapy. There was no patient injury or medical intervention reported. No additional information is available.